Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Five devices were received for evaluation; four events were confirmed during testing. Four devices were found to be affected by disassembly. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the devices disassembled. The six reported events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the devices disassembled. 6 reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale. 1 previously reported event is included in this follow-up record.   Product return status. 1 device was received for evaluation.  Evaluation status. 1 reported event was confirmed during testing. - 1 device was found to be affected by a cracked trigger housing.   Additional information. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.